Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. This event was attributed to a loss of power at the facility. Parts have been ordered. No additional info has been disclosed.